Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep called back in to follow up on the case. They stated that the patient was in an auto accident and believe that was the root cause of all the issues that they were having. The caller stated that the patient¿s pocket was swollen with a lot of fluid. The caller also stated that the patient had a lot of bowstringing. The caller stated that they were at the procedure and going to remove the ipg. The caller stated that they checked impedances and the values were all normal. They said that two values were 600 ohms and those were the lowest. The caller asked if the pocket was infected if the lead needed to be removed. The caller state that when the ipg was turned on they felt a shocking sensation. The caller indicated that they attempted turning stimulation on and off with the patient in the office. They said that the patient was programmed using electrode 0 and 8 and the amplitude was 2.2v on the right side and 2.5v on the left side. The rep said that the car accident occurred 2-3 months ago. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the rep was contacted by the hcp because the patient was feeling a shocking sensation when therapy was turned on. The rep didn¿t know where along the system that the patient was feeling the shocking sensation. The patient also had a swollen pocket at the ins site. The rep didn¿t have further information and possibilities were discussed with technical services. The rep also overheard the patient having health issues since the implant replacement; the patient has had pneumonia. There were no further complications reported.